Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. A clamp was left open on an unused supply line. The technical service representative (tsr) explained to the home patient (hp) the alarm, assisted to clear the alarm and advised the hp to start over with new supplies. The tsr then explained to hp that any lines not being used during therapy would need to have clamps closed. The hp would start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the alarm and the use error. The hp did not speak english, therefore no information was able to be obtained. During a follow up with the nurse regarding the alarm and the use error, it was revealed that the hp is doing fine and continuing therapy fine. Per nurse, the hp did not have any injury or harm as a result of this incident. The hp stated that hp has been performing therapy for a long time and is aware of the proper procedures, so this was just an isolated accident. No further information was provided.